Manufacturer narrative:
UDI not available as the lot number for the device is unknown.

Event description:
On (B)(6) 2016, the patient underwent treatment of an abdominal aortic aneurysm with two gore exxcluder aaa endoprostheses. It was reported that both of the devices were implanted with no issue. The sheath reportedly moved backwards while the devices were undergoing touch up ballooning on the contralateral leg component. In order to return the sheath to its position the sheath was reportedly advanced forward without the dilator. The femoral artery was reportedly not damaged. However, no pulse was able to be felt in the patient's foot. The patient underwent a thrombectomy which was unsuccessful. A "clot vacuum" was then used to successfully returning blood flow to the foot. The patient tolerated the procedure and no further adverse events have been reported.

Event description:
On (B)(6) 2016, the patient underwent treatment of an abdominal aortic aneurysm with two gore® excluder® aaa endoprostheses.